Event description:
Ever since we have purchased the malem bed wetting alarm, we have had issues with it. The first time we tried the alarm was 3 nights ago. Upon inserting batteries into the alarm, the alarm portion started vibrating and getting warm to touch. We did not use it that night and changed batteries to use the following night. The same thing happened. We again had tried to use the alarm with a fresh set of batteries, but each time we did that, the same thing happened. The product started getting warm and then last night, it got very hot so we stopped using the alarm all together. The alarm got hot to where we could no longer touch it. This could easily have burnt someone. It is possible that we got a defective product which is malfunctioning, but we will not be using it on our daughter.